Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this lead was an attempted implant. The physician reported pacing therapy was not delivered when required. Additionally, it was reported that the helix would not retract and he had to manually counter retract the lead in order to explant it. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.